Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported nsvo could not be conclusively determined.

Event description:
During follow-up, non-sustained ventricular oversensing (nsvo) was seen due to lead noise. No intervention was preformed at this time, the patient is being monitored.